Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss with a patient interface (pi) during a laser treatment while the laser was firing and after the patient was applanated. A brief description from the surgery center indicated the patient experienced vertical gas breakthrough therefore the procedure was lost during the laser firing. The patient interface was replaced and the procedure was completely. There was no patient injury reported.

Manufacturer narrative:
In initial report, the date of this report is incorrect as it should have indicated 9/19/2016. All pertinent information available to abbott medical optics has been submitted.